Manufacturer narrative:
Patient weight not made available from the site. On 05/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. A medtronic representative spoke with the surgeon and discovered the screen was not flickering. The guidance view was flickering between guidance and 3d model; suspect that there was another instrument in the field of view. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the navigation system guidance window was blinking. The site alleged that their navigation system malfunctioned in the navigation task. The monitor screen flashed on and off intermittently throughout the procedure. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.